Manufacturer narrative:
The pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked case, missing endcap sticker, cracked case reservoir tube window corner, missing reservoir tube o-ring and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.

Event description:
The pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked case, missing endcap sticker, cracked case reservoir tube window corner, missing reservoir tube o-ring and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.